Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flow alarms over the weekend. Following review, log files captured low flow alarm events from (B)(6) 2025. There were also several momentary low flow events recorded. Some of these events were very brief and had not generated an alarm. It did not appear that any type of external mechanical circulatory support (mcs) equipment issues had caused these events. The low flow events may have been due to a patient related issue. Per the site, the patient had been experiencing lightheadedness, and episodes of both hypovolemia and hypertension. It was noted that the cause of the events was assumed to be hypovolemia potentially related to dehydration caused by entresto (sacubitril/valsartan). On (B)(6) 2025, the patient's blood pressure (bp) was 89/55, and mean arterial pressure (map) was 66. Hemoglobin, hematocrit, and electrolytes were all within normal limits. Blood urea nitrogen (bun) was 63, and creatinine was 3.25. The patient received 2 liters of intravenous fluid (ivf) in the emergency room (ER), and entresto was stopped. No repeat low flow alarms were reported since patient was in the ER. During follow-up in the clinic on (B)(6) 2025, map readings were 106 and 108. Hydralazine dosage was increased. Repeat laboratory testing showed improved renal function with bun of 42 and creatinine of 2.00. Bp and volume levels would continue to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the alarms could not be conclusively determined, the account reported they were potentially due to hypovolemia. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 25aug2025 through 02sep2025. Intermittent low flow alarms were captured on 28aug2025 and 31aug2025. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.